Event description:
Report received from (B)(6) stating "difficult to enter by a 2mm incision. They changed their pack. No pt impact".

Manufacturer narrative:
The product has been requested for eval; however, it is not available for eval. Sterilization and lot history records were reviewed and no exception were found. This report is related to the event reported on MDR 1920664-2013-00263 and 00266.